Event description:
It was reported premature deployment of this filter resulted in inappropriate placement in the pt. Another filter was successfully placed the followiung day without pt complications. This device remains implanted. Therefore, no failure analysis will be available. Co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, without further details about the event, co is unable to determine the exact cause for this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."